Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. The investigation is inconclusive for the reported fracture and fluid leak issues as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The patient underwent a port placement procedure in the right internal jugular vein using the powerport m.r.I. Isp. Post the procedure on (B)(6) 2026, during drug administration, the patient experienced pain, and the chemotherapy medication leaked into the subcutaneous tissue. Furthermore, the catheter was fractured. The current status of the patient is unknown.